Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
The persona tibial articular surface provisional (tasp) was returned with complaint for investigation. Visual inspection of the product received condition was confirmed to be fractured cleanly into two pieces. It was observed that all of the pieces were returned for exam. The fracture is proximal to the lateral edge of the central post. There are also apparent scratches along the device indicative of use. The device has been in the field for approximately a year with unknown frequency of use. The device history records for the tasp right ef were previously reviewed and identified as confirmed. This device is used for treatment. Per the IFU associated with this device, it states do not subject instruments to high loads and/or impact as breakage can occur; as well as, end of life is normally determined by wear and damage due to use. The device was found to not have heavy wear from use and was only in the field for one year prior to malfunction. Therefore, the device was considered to have left zimmer biomet conforming. A root cause cannot be determined at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.